Manufacturer narrative:
Age at time of event: over 18 years. Device evaluation: the device was received in two pieces. The proximal section measured 41cm from the edge of the strain relief to the hypotube fracture site. The distal section measured 101cm from the hypotube fracture site to the tip. The fracture surface appearance is consistent with the device having been kinked prior to the break. No other damage or irregularities were observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a coronary stenting treatment procedure, a shaft fracture occurred. The 90% stenotic lesion was located in the mildly tortuous and non calcified mid right coronary artery. When the 2.5x15mm maverick 2 balloon catheter was removed from the packing sleeve the mid shaft snapped in half. The procedure was completed with another 2.5x15mm maverick 2 balloon catheter. No complications were reported and the patient's status is ok.